Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the jaws of the device were difficult to open. There was no bleeding, tissue damage, or patient injury. Another device was opened to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: 2017-04-28 one used lf1637 ligasure device was received for evaluation. Inspection of the returned device found that eschar had built up within the jaws, preventing them from opening. After cleaning the jaws, the knife deployed smoothly and the device functioned within specifications. Testing of the device on simulated tissue yielded acceptable results for sealing and no sticking occurred. The cause of this issue is attributed to inadequate maintenance of the device during use. The instructions for use included with this product cautions users to clean the jaws with a piece of wet gauze often to help minimize tissue build-up. Measures to clean the device are also listed.